Event description:
It was reported that a vns pt's generator was reset and that subsequent attempt to program the pt's magnet current to 0ma failed due to software issues. Further follow up has indicated that the software was unresponsive and did not move on to the programming screen when the program button was selected. Attempts to obtain add'l info regarding the event from the physician have been made, but have been unsuccessful to date.